Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119943.

Event description:
It was reported that the left ventricular lead exhibited high pacing impedance. No interventions were performed. There were no patient consequences.